Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced the hyperglycemia. Customer¿s blood glucose level was 470 mg/dl and customer¿s current blood glucose level was 306 mg/dl. The customer¿s other blood glucose level was below 80, 270, 258 mg/dl. The customer was neither in emergency room, nor admitted into hospital as a result of high blood glucose. The customer had using the insulin pump system within 48 hours of the reported high blood glucose. The troubleshooting was performed high blood glucose under delivery. Based on the customer¿s report customer allege the pump was under delivery. The customer treated for high blood glucose with the manual injection. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement test but failed during prime test or verify under delivery anomaly due to loose drive support disk.